Manufacturer narrative:
Patient's weight, race, and ethnicity were not provided. Additional follow-up will be conducted to obtain information. The device was received and the evaluation is anticipated. Once the investigation is complete, a supplemental report will be submitted.

Event description:
It was reported that an inclusive mini implant experienced issue with osseointegration. The implant became loose and had hollow sounding a few weeks after it was implanted. The implant was reported to become tender and loose. The implant was placed at tooth # 5. The implant had good primary stability. Granulated tissue was observed in the implant site upon implant removal. The implant site was infected. Reported symptoms were relieved after the removal of the implant. There was no abnormality with the implant.

Manufacturer narrative:
Correction: section b b1: adverse event selected as it was omitted from the initial submission. The device investigation has been completed and the results are as follows: device history record (DHR) results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review results: the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Returned sample(s)/device inspection results: the implant was returned but not in original package. Complaint investigator measured the critical parameters against DHR (drw 3002390 rev 4.0)and verified to be an inclusive mini implant o-ball 2.5 mm x 13 mm. No defect or non-conformity was observed. Root cause: "failure to osseointegrate" isa common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration.